Event description:
Following rapid sequence intubation procedure and intitial unsuccessful attempt at intubation with the 4 mac plastic laryngoscope blade, the patient was bag mask ventilated with recovery of oxygen saturation. A second attempt at visualization of the trachea was attempted. During the sweep-lifting motion of the blade on the patient's tongue the blade fractured completely. All portions of the blade were removed and disposed of. The patient was immediately ventilated with a laryngeal mask airway and a endotracheal tube was secured through the device. Aside for the delay in intubation, no patient tissue damage was noted.